Event description:
The customer stated, that he performed a control test and received a result of 454 mg/dl. The normal control range was 94-134 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.